Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Customer reportedly rec'd results of 300 mg/dl on the inform system (meter serial number unknown, comfort curve test strip lot number and expiration date unknown) and 32 mg/dl on a lab result within 10 minutes. The discrepant results were obtained at a hospital. No adverse event reported. Controls were run and in range. Requested return of suspect device and replacement was sent.